Manufacturer narrative:
The device was returned to zoll. The malfunction was duplicated and the cpl board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The product has been rec'd and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that during biomed testing the device powered up without display. Complainant indicated that there was no patient involvement in the reported malfunction.